Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a 102" (259 cm) appx 8.3 ml ext set bifuse pur standardbore/smallbore w/clave¿ clear, spiros¿ w/red cap, an event involved a 102" (259 cm) appx 8.3 ml ext set bifuse pur standardbore/smallbore w/clave¿ clear, spiros¿ w/red cap, dual check valve, 1.2 micron filter, luer lock reported that the filter was leaking during use with "aads". The event happened multiple times and causes unexpected or prolonged care. There was patient involvement and no patient harm.

Manufacturer narrative:
D9 - date returned to MFR: 1/16/2026. Received one (1) used mc330716 ext set bifuse pur standardbore/smallbore with list# unknown bd syringe and extension set with filter. The filter had fluid residuals as received. The set was leak tested according to product specifications. There was leakage from the outlet filter vent. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.

Event description:
Additional information was received regarding "aads": it is added amino acids dextrose solution.